Manufacturer narrative:
The actual sample was not returned for evaluation. A review of the device history record revealed no anomalies. Reservoir housings are molded in house using the injection molding technique. This process is extremely specific in regards to the amount of material used and dimensions of the mold used for the product. Due to this process, it is not physically possible for the reservoir wall to be thicker than the mold allows, thicker than specification. A definitive root cause could not be determined, and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and/or when more information becomes available. (B)(4). (B)(4). Conclusions: conclusion not yet available - evaluation in progress.

Event description:
The distributor for the user facility reported to terumo cardiovascular systems that during an aortic valve replacement (avr) case, the reservoir, raceway and the fx25 oxygenator were emptied, yet the level detector (sorin s5) did not alarm the perfusionist. The bubble detector stopped pumping. The perfusionist disconnected the venous and arterial line and recirculated through the a-v loop for a "few seconds" to de-air. De-airing of the fx25 oxygenator was without issue. Pump was restarted after 3 minutes in arrest, and the patient was at 34.8 degrees celsius. It was reported that there was no harm to the patient. The device was not changed out. The surgery was completed successfully after a 3 minute delay.